Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) verified the analyzer fluidics, performed a mechanical check, and verified the probe voltage. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient plasma sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 7.21 miu/ml. The customer questioned the initial result as it was expected to be negative per the patient's clinical status, which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was <0.100 miu/ml with a data flag. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. The field service engineer performed instrument checks. Performance testing recovered within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.